Manufacturer narrative:
Establishment name: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image from the device. A review of the device history record found no deviations that could have caused or contributed to the image issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a faulty cable. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty cable could not be determined. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
A customer contacted olympus service to report that, when preparing for an unspecified procedure, there was no image from the subject device. The procedure was completed with a similar device. An olympus field service technician evaluated the camera head and found there was no image. There was no effect on the patient due to the event.